Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they weren't able to charge implant because "system problem rm05' would come up, reset didn't resolve issue. Pt mentioned last couple days legs weren't hurting but they weren't acting right and pt understood that device helped their legs with circulation so they noticed that legs weren't being helped like they normally would be by device so they checked implant status and implant had been completely dead. Pt said they were able to get implant battery back up to 80% with therapy back on but that's when the system problem rm05 message started coming up. Pt said the recharger telemetry module (rtm) paddle had also gotten warmer than normal. During call pt reset controller, controller and battery pack contracts looked good, system problem rm05 came up when rtm connected. Controller connected with implant fine without rtm connected.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4): analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a rm05 error code. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.